Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that they wanted to have a little time to check for an improvement and also wanted to restart bladder training. The patient received some changes by widening the bandwidth to the maximum of 10. They were currently on program 2 at 2.7 with 2 oz. It was also noted that stimulation was closer to where it should be. The patient was only able to hold 3 oz when they saw the technician. Since then during the am hours they reached 3 oz when they moved the power up to 3.3 on (B)(6) . Also, on (B)(6) at 4.3 the patient reached 4 oz and 4 oz twice on (B)(6) at a power of 4.6. The patient was going to leave it at that until they were more comfortable reaching 4 oz. The patient was also waiting a few minutes each time they felt real urgency as a method of bladder training

Event description:
A patient reported therapy is not effective, said she can¿t hold more than 4 oz and is still experiencing changes in intensity of stimulation even though she isn¿t making adjustments. The patient described it seems to be turning itself on and off. The patient noted they did see a manufacturer representative (rep) and was told that he checked and said that it is not shutting off and there isn¿t a feature activated to turn stimulation on and off. The patient noted changes in intensity when she was sitting in church in 2014-2015. The patient also added the symptoms are continuing. The patient noted the new program is not providing relief. It was also noted the patient had laser procedure due to therapy not providing results, the laser treatment was in the bladder. The patient is implanted for urinary disfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.